Event description:
Complainant alleged that during a routine shift check by a clinician, the paddle controls were not functioning and the device would not discharge energy. The customer isolated the problem to the universal cable. Complainant indicated that there was no pt involvement in the reported malfunction.